Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 9f hickman d/l catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A c-shaped split was noted on the catheter, proximal to the bifurcate. Upon infusion, a leak was observed from the c-shaped split on the catheter body. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported suction issue, fluid leak and the identified burst issues. The investigation is unconfirmed for the reported tube bent, fracture issue as no evidence of fracture and tube bent was noted. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, the catheter allegedly had no blood return. It was further reported that when tried to flush with the rest of the syringe, the saline allegedly sprayed. Furthermore, the tubing was allegedly ruptured above the bifurcation proximal to the patient. Moreover, the supervisor recommended hemostat to be placed over the rupture, tubing was allegedly bent above the rupture, gauze over tubing and hemostats and no bleeding was noted after this was done. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, the catheter allegedly had no blood return. It was further reported that when tried to flush with the rest of the syringe, the saline allegedly sprayed. Furthermore, the tubing was allegedly ruptured above the bifurcation proximal to the patient. Moreover, the supervisor recommended hemostat to be placed over the rupture, tubing was allegedly bent above the rupture, gauze over tubing and hemostats and no bleeding was noted after this was done. There was no reported patient injury.